Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026 at approximately 1:00 am, the patient¿s cgm alarmed with a ¿low¿ alert without a numeric value. No fsbg was performed at that time. The patient denied symptoms of hypoglycemia but self-treated with oral carbohydrates. The cgm ¿low¿ alerts persisted throughout the early morning. At approximately 6:00¿6:30 am, the patient began feeling unwell and performed an fsbg test, which showed 456 mg/dl. Despite this elevated glucose level, the cgm continued to display ¿low¿. The patient manually suspended control-iq and proceeded to the emergency department (ed) for evaluation. Upon arrival at the ed, an fsbg test showed 590 mg/dl, while the cgm continued to display ¿low¿ during the visit. The patient received IV magnesium, and insulin was self-administered using the insulin pump. After several hours, the patient was discharged and returned home. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.